Manufacturer narrative:
The manufacturer is not aware of whether or not the user facility intends to report this event. The code of 1186 was selected with "other" meaning that inspection records, testing, lot records, training, etc were evaluated. The results of this investigation point to aggressiveness in graft delivery being a likely contributor to this event. The manufacturing is exploring further design and training enhancement to accommodate a wider variations in technique.

Event description:
Intraoperative hypotension where medication was given to restore bp to normal.